Event description:
It was reported that during a laparoscopic sigmoidectomy, the cartridge pan came off and the cartridge pan was left in the jaw when the cartridge was removed after the 2nd firing on the colon and the rectum. The staples were proper b-formed shape. The cartridge was gold. Reinforcement material was not used. Another device was used to complete the case with a new cartridge. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.